Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s charge level in the ins had been working erratically. The patient stated that the ins would go from using no charge to draining over night. The patient stated that recharging time would take longer also, up to two hours. The patient stated that they usually charged in the morning to 100 percent and then when they went to bed the ins was usually at about 60 percent. The patient stated that some days the ins would still stay at 100 percent at the end of the day and sometimes the ins would show there was zero charge left. They stated that their settings were on group c and program 1 was at 3.6 and 2 was also at 3.6. The patient did report that they had fallen, but that was around christmas time and they had not had any problems with the ins charge level until about two weeks ago ((B)(6) 2019). The patient was redirected to follow-up with their healthcare provider (hcp) to have their implant checked. No further complications were reported/anticipated.